Event description:
During a routine shift check by a clinican, the device displays a red "x" status indication message and failed the self test. There was no pt involvement in the reported malfunction.